Event description:
Cross brace broke. End user sustained a compound fracture to a vertebrae.

Manufacturer narrative:
This is a legal case currently being handled by our legal dept. In a review meeting it was discovered that no MDR was filed for this incident in 2008. We regret this oversight and are filing the MDR now for due diligence. The wheelchair is not currently available for investigation due to the lawsuit. If/when more info becomes available or the wheelchair is released for investigation, a f/u report will be filed at that time.